Event description:
On (B)(6) 2025, an online distributor reported a patient (pt) could not see clearly when wearing acuvue® oasys® for astigmatism brand contact lenses (cls). The pt originally called the distributor on (B)(6) 2025 to report the cls "caused the pt to have an eye infection" (affected eye not provided). The pt reported "nothing was done" and today (B)(6) 2025 "it has completely altered the pt's life." The pt reported requiring "multiple surgeries to correct the vision because of it." No additional information was provided. Attempts were made to obtain additional medical information from the pt on (B)(6) 2025, with no success. On (B)(6) 2025, the distributor provided additional information. The pt called the distributor on (B)(6) 2025 "very upset and said the eye was red and swollen (no specific eye was mentioned)." The distributor "offered to contact pt's eye care professional (ecp) and provide replacements based on their guarantee program but pt did not want to cooperate." The pt called the distributor again on (B)(6) 2025 and mentioned "getting an eye infection from the lenses." The distributor stated, "there is no mention of pt having to have eye surgeries on the notes in the pt's account." No additional information is available. No additional information is expected. The pt¿s unconfirmed ou (both eyes) temporary vision loss is being reported as the diagnosis and treatment could not be verified with the pt¿s ecp. The date of the pt¿s event is being reported as (B)(6) 2025 as the exact event date is unknown. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. The suspect od lot number is unknown. Availability of the od suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.